Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the investigation of the returned unit was unable to duplicate slippage. The unit does have up and down movement in the lock; however, when the clamp is properly positioned and put under pressure, it did not move. The disk ratchet, retaining ring, screw, nut, washer, and wave spring will be replaced and general maintenance and cleaning will be performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit does have some movement in the lock, but this would not have caused a slippage under pressure. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped. It is unclear if there was patient involvement. Additional information has been requested.